Event description:
Sorin group received a report that when the clinician resumed pumping with the s3 roller pump after a break in the procedure, the pump direction had reversed. The clinician had placed a clipboard over the top of the pump during the break. The clinician powered cycled the system, which corrected the problem, and completed the case with no further issues. There was no pt injury.

Manufacturer narrative:
Sorin group (B)(4) mfrs the s3 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that when the clinician resumed pumping with the s3 roller pump after a break in the procedure, the pump direction had reversed. The clinician had placed a clipboard over the top of the pump (front panel) during the break. The clinician powered cycled the system, which corrected the problem, and completed the case with no further issues. There was no pt injury. A sorin group service rep was dispatched to the facility to evaluate the issue. The service rep was not able to reproduce the reported issue during testing of the pump and no abnormalities or deviations were observed. As a precautionary action, the front panel was replaced and verification testing was performed. The investigation is ongoing. A f/u report will be sent when the investigation is complete.